Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. According to the limited information available, the stent and detached component remain implanted. The delivery system has not been returned to the manufacturer for evaluation to date. This event is being reported because this device is the same or similar to one marketed in the united states, PMA #p070014. The stent remains implanted. The investigation is currently underway.

Event description:
It was reported that during the stent placement, the delivery system broke apart. A portion of the 13 cm delivery system remained in the pt's leg. Additional information pending.